Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they are having ongoing issues with the cautery of vasoview homopro 2 intermittently stopping while the md is using a bovie during CABG procedure. This is not happening for every procedure. Troubleshooting performed: exchanging vh-4030 cord and vh-4020 cord, plugging power supply into different wall outlets. Power supply was also plugged into different outlets during this test and unable to recreate issue. Per or staff, this is happening in other cvor room. The minimal delay is when the md needs to stop bovie so that the harvester can ligate the branch. No patient injury has been reported with this issue.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI#. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.